Event description:
It was reported that this right ventricular (rv) lead was capped and replaced due to exhibiting a capture anomaly. Other than the surgical procedure, no additional adverse patient effects were reported.